Manufacturer narrative:
(D10) concomitant device(s): 02-029-90-4300 - sterile packed short headed pin (B)(6), 201-78-88 - 4" drill bit, mod. Hex 2-pk (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6), 201-78-81 - 3" trocar, mod. Hex 2pk (B)(6), 02-022-45-9999 - fit tray revision add, 02-020-13-0310 - truliant cr cem fem cr cem right sz 1 (B)(6), 02-022-45-1515 - truliant tib fit tray cem sz 1.5f / 1.5t (B)(6), 02-023-07-0029 - activite trlnt adv pat 29mm (B)(6).

Event description:
It was reported that this female patient's right knee was revised approximately 2 months post op. The patient was brought back for a right knee irrigation and debridement and poly swap. The poly liner was removed with the help of an osteotome. After irrigation and debridement was finished a new 1.5 13mm crc was implanted with 20cc intersep. Patient was last known to be in stable condition following the event. Product not returning: item was discarded.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, g. The reason for the reported revision cannot be confirmed from the information provided but may be due to wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.